Event description:
The MFR's rep reported that the device was explanted due to end of life/battery depletion after an implant duration of 87 months. The device was part of a recall. No pt injury was reported.

Manufacturer narrative:
Final device analysis reveals insufficent bond of catheter access port. Pump was filled with dilaudid.